Event description:
The patient could not sit due to a constant burning sensation. She also could not stand or lay down. Standing up resulted in a shooting pain down her leg and lying down resulted in her left leg going numb. This started after a reprogramming session two weeks after implant. The stimulation was off for five days and the burning sensation and pain were still present. The patient saw her physician and was reprogrammed again. She was to follow-up in three weeks. No further information was reported.